Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. Upon device interrogation the device was in storage mode. It appeared that the device had declared end of life (eol) approximately two years prior. A device replacement procedure was performed and the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.